Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that post reprogramming of the implantable pulse generator (ipg) the patient became symptomatic with ejection fraction (ef) falling. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.